Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture and "concern with the product". Device has been explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, red/white particles in the surface of the shell and wear abrasion. Weight measurement identified device weight to the specificaiton. A microscopic analysis was performed which identified two striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is two striated edge opening on posterior side assessed as surgical damage.

Event description:
Healthcare professional reported unknown side rupture and "concern with the product". Device has been explanted. This record is for the right side.